Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified clouds in the gel, a fold crease and a deformation. Due to the impossibility to perform microscopic analysis, device analysis performed through photographs is not possible to determine the most likely failure mode. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. Additional, corrected, and/or changed data: b.5., d.7., g.1., h.6.

Event description:
Device has been explanted.